Manufacturer narrative:
(B)(4): analysis of the pump revealed no significant anomalies; battery depletion end of life. Catheter returned: proximal piece 2.4 cm and straight pump connector. Analysis of the catheter revealed catheter leakage/hole; hole in catheter located at the end of the pump connector metal pin.

Event description:
The return paperwork indicated "old pump removed for new pump - no problem". The device system was used to deliver lioresal. The returned devices underwent routine analysis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2000, explanted: (B)(6) 2010, product type: catheter. Method code no longer applies result codes no longer apply result codes apply to the catheter result codes apply to the pump patient code (B)(4) no longer applies device codes (B)(4) no longer apply conclusion codes (B)(4) no longer apply conclusion code applies to the catheter conclusion code applies to the pump.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen. The indications for use were intractable spasticity and multiple sclerosis. It was reported that the patients pump never helped with any of the pain since implant. The pump had baclofen in it, and the patient stated the baclofen was too much," and he was unable to walk. The patient asked them to take the medication out, and they did. They put in morphine.